Event description:
"As reported by the pt's stepdaughter, the pt was using an oxygen concentrator by nasal cannula. The stepdaughter initially reported that the pt may have lit a cigarette. Later, the stepdaughter reported that a malfunctioning space heater caused ignition of the oxygen. The ignition caused second and third degree burns to the head, neck, and shoulders. The stepdaughter reported that the pt was taken to the hosp the same day. The stepdaughter reported his death in 2009. The equipment was picked up from the pt's home and is functioning properly; however, the disposable supplies (nasal cannula, humidifier, etc.) Had been disposed of prior to equipment pick-up."

Manufacturer narrative:
Equipment was evaluated and found to be functioning properly. Based on info provided by the pt's stepdaughter, the cause of the incident was either a lit cigarette or a defective space heater.